Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
While the sales rep was putting the instruments back together, the red actuator tab was found disassembled from the femoral jig.

Manufacturer narrative:
The complaint states while the sales rep was putting the instruments back together, the red actuator tab was found disassembled from the femoral jig. The device was examined and confirmed the failure mode as reported the dfmea (B)(4) for this instrument indicates failure of the trigger during surgery or broken prior to surgery as a potential failure modes, with the occurrence score being (B)(4). The dfmea therefore correctly considers the effect of this instrument being broken prior to the next surgery. This failure does not change the occurrence of harm predicted in the dfmea the complaint shall be closed with a justified conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.